Event description:
It was reported: it was found that the rods broke on both sides l3-l4 approximately 10 months implantation. Fusion reportedly failed. Revision surgery is not scheduled at this time. It is believed that the skipped level of l1, l2 and l3 might be a cause of the rod breakage.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog #869-021, 510k #k040962 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.